Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During a cardiopulmonary bypass procedure, a central monitor of the heart lung console produced vertical lines. There was no reported adverse consequence to a patient as a result of this event.